Manufacturer narrative:
The customer¿s report that a leak occurred around the tubing connection point was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the engagement of the microbore tubing to male luer adapter. The root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This inadequate interaction at the affected engagement contributes to leaks that are observed after sterilization.

Event description:
It was reported that a leak occurred during an epidural infusion at around the tubing connection point near the patient's shoulder. The event occurred on the labor and delivery care unit. There was no patient harm reported. Although requested, no other event details are available

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient details: dob, age; gender; weight; or diagnosis were available.

Event description:
It was reported that a leak occurred during an epidural infusion at around the tubing connection point near the patient's shoulder. The event occurred on the labor and delivery care unit. There was no patient harm reported. Although requested, no other event details are available.